Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Nurse reported pt is having issues with pump. Nurse said the pump kept beeping and she had to keep checking it; infusion took longer than expected but no issues with full dose not being administered. Did the reported product fault occur while in use with the patient? Yes did the product issue cause or contribute to patient or clinical injury? No if yes, was any medical intervention provided? No is the actual device available for investigation? Yes, upon patient return did we replace device? Yes if yes, was the patient able to successfully continue their infusion? Yes what is the outcome of the event? Resolved? Ongoing? Resolved.